Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in the operating room for a normal device change-out due to eri, the physician used cautery and loss of capture was observed. The procedure was completed without the use of cautery. The patient tolerated the procedure well and will be followed normally.

Manufacturer narrative:
The reported field event of loss of capture was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and no anomalies were found.